Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation, though it is anticipated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the generator exhibited a communication error. The issue was found during preparation of use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the wrong screws and washers are missing. Th error e433 due to a defective high voltage power supply (hvps) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the wrong screws and missing washers are likely due to third-party modification. Therefore, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.